Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they had a button error alarm and were experiencing high and low blood glucose readings. Blood glucose ranged from 40's to 50's mg/dl on (B)(6) 2017 and treated with milk, it went up to 72 mg/dl. Blood glucose was in the 400's mg/dl the following day due to not getting insulin after getting button error alarm. Customer treated with manual injection. Customer's parent also reported the insulin pump had physical damage on top of the battery compartment when it was dropped and hit the floor. Customer completed troubleshooting. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.